Event description:
It was reported that during the implant procedure for the implantable pacing lead (ipl), the lead was implanted and had good number and "current of injury" before the tip was screwed in. Upon placement/screw in of the tip the ipl dislodged. Multiple attempts were made to re-position the ipl with each attempt "good number and current of injury", however upon tip screw in "no current of injury at all". The ipl was removed and exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Analyst commented, helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.